Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and motor position encoder error alarms in the alarm history file due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that they received a motor error alarm during bolus. The customer's blood glucose was 71 mg/dl at the time of incident. The customer attempted to clear out the alarm but the insulin pump prompted to reset the time and date. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced due to motor error alarm and motor position encoder error alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.